Event description:
During a review of the logs of a returned homechoice device, an increased intra-peritoneal volume (iipv) was identified as a high drain error 101 (night drain cycle one) alarm. The alarm occurred on (B)(6) 2014, at 00:13:02. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The device received internal and external visual inspection with no issues noted. The all returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device completed rite testing with no issues noted. The increased intra-peritoneal volume event was identified through an event history log review. Upon conclusion of the investigation, the cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.